Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
An ophthalmologist has reported that following an intraocular lens (iol) implant procedure the patient experienced blurred vision. The lens was exchanged in a secondary procedure due to poor uncorrected distance vision and high postoperative astigmatism. Additional information was requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided that the patient's issues have resolved and the prognosis is good.